Manufacturer narrative:
Exact date in march is unknown. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the connecting screw/cannulated for multiloc humeral nail, aiming arm/lateral/for multiloc proximal humeral nail and insertion handle for multiloc humeral nailing system was not targeting the nail correctly due to wear and tear. It is unknown if there was surgical delay. Procedure outcome is unknown. No patient consequence. It was further reported that the handle has been worn and isn't correctly guiding the nail and screws during implantation. Concomitant medical products: nail (part unknown, lot unknown, quantity 1). This report is for one (1) connecting screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device: screws (part/lot unknown, quantity unknown).